Manufacturer narrative:
Additional revised component: star total ankle replacement sliding core. Model #: 400-140, lot #: 1036013. Device manufacture date on: 01/2011, expiration date on: 01/01/2016. Surgeon went in to correct pt's flat foot deformity. Sliding core was exchanged as a matter of opportunity, and talar component was exchanged because it appeared to be a little loose. Review of manufacturing records shows no anomalies.

Event description:
Pt had star total ankle revised.